Event description:
Additional information received reported that the patient did have a lead replacement on (B)(6) 2012 with a new lead (model #: 3093-28, lot #: v867752). The patient had fell on her porch and indicated that she was "getting shocked" post-fall. After several reprogramming sessions, the patient continued to experience poor results and a shocking sensation, so the patient and her physician decided to replace the lead. Post revision, the patient returned to good results and no longer experienced the shocking sensation. The lead was disposed of post-revision and was not available for analysis. It was noted that there was "impedance visualized" with interrogation on the original lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
P970004, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced shocking in the rectum. The information was initially reported under MFR # 3004209178- 2012-04778, but was later determined to be a separate event. Additional information was requested.